Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported the patient's right system had slightly high impedances. The patient's health care provider (hcp) wanted to move one of the leads from the subthalamic nucleus (stn) to the globus pallidus (gpi). The hcp was going to remove the lead from the system with the high impedance, do an MRI of the brain, and then place the new lead in the new target location. The manufacturing representative did not know why the hcp wanted to move a lead to a new target or if there was a therapy problem. The patient's indication for use is parkinson's dual and movement disorders. No cause, troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.